Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation due to capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported a right side "exchange to due to patient's concern with the product" and capsular contracture, baker grade unknown. Devices have been explanted and replaced.